Manufacturer narrative:
An event for patient effects of heart block and dyspnea was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the reported heart block appears to related to procedural conditions. Dyspnea was due to heart block. The reported hospitalization, unexpected medical intervention, and surgical intervention were the results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: it5345 - 738 (B)(6)it was reported that on (B)(6) 2023, a 29mm navitor valve was successfully implanted in a patient. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during once procedure. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final non-coronary cusp implant depth was 7mm. On (B)(6) 2024, it was noted that patient went to the emergency room for palpitations and dyspnea. It was noted via electrocardiogram, that the patient had a complete heart block and the patient had increased levels of c-reactive protein. No infection was confirmed. The decision was made to administer the patient wide spectrum antibiotics. On (B)(6) 2024, the decision was made to implant a permanent pacemaker. The cause of the patient's complete heart block are attributed to the patient's pre-existing right bundle branch block and implant procedure. The cause of the patient's increased c-reactive protein levels is uncertain. There is no allegation of malfunction against the abbott device or procedure. The patient was stable and discharged at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.